Manufacturer narrative:
A field service engineer was dispatched.who replaced the diluent and wash electrode assemblies no further action required by field service. The most probable cause of the reported event was the b/f wash unit broken diluent caps. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported broken wash/diluent caps with their aia 1800 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event, which resulted in delay in reporting of bhcg, prog and pth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.